Manufacturer narrative:
(B)(4). D10: 110010265 g7 osseoti multihole 54mm f (B)(6). G2: foreign: japan customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the cup and liner were separated in the body. A revision surgery was performed to replace the implants. The liner and head were replaced in this revision surgery. The g7 cup continues to be used.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6. Visual examination of the provided pictures identified the revised liner with extensive deformation of the material and damage around the rim of the liner. There is also deformation and damage to the screw hole. No product was returned for further evaluation. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. Based on the provided images of the revised liner, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.